Event description:
During the supraventricular tachycardia procedure, contact force issues which resulted in procedural delays. The catheter was exchanged with no resolution. The catheter was exchanged again and the procedure was completed with no adverse consequences to the patient. During the procedure, after connecting the catheter to the tactisys, it was noted that the contact force signal was not displayed on the screen. The tactisys was checked repeatedly and the indicator light was red. The catheter was replaced, without solving the issue. The catheter was exchanged to a third one, and the procedure was completed with no adverse consequences to the patient.

Event description:
Related manufacturing reference: 9680001-2023-00017.

Manufacturer narrative:
Additional information: b5, d9, d10, g3, g6, h2, h3, h6. (B)(4) 75 mm tacticath quartz contact force ablation catheter was received for evaluation. Optical fiber 3 no longer met specifications for optical properties and no contact force was displayed when the returned device was connected to the tactisys quartz unit. Further investigation revealed that optical fiber 3 was under-polished, consistent with the observed signal loss and with the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.